Manufacturer narrative:
Initially, the customer had replaced the air filter but was unable to resolve the issue. An olympus field service engineer (fse) was dispatched to the customer site and confirmed the customer¿s allegation. Upon reviewing the logs and utilizing the software maintenance tool, the fse identified several components of the oer-pro that required replacement, which were the tub fluid level sensor covers as they were fractured, the relief valve, the channel pressure sensor unit and the yellow alcohol connector (damaged). The fse successfully replaced the parts and tested the unit by running test cycles, which were completed without error. The fse verified the device per the instructions noted in the instructions for use (IFU), and confirmed the unit was ready for use. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the connector not being able to be set was because it was damaged. The damage most likely occurred as a result of stress exerted on the component. The instructions for use (IFU) provides instructions for the user on how to detect this failure. Inspecting the connectors: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents". "Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. If additional information is obtained at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoscope reprocessor alarmed an e21 error, had a damaged push plate and the alcohol connector could not be set. At the time of the event, there were no scopes in the reprocessor and no procedures were impacted. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of alcohol connector cannot be set.